Manufacturer narrative:
A visual inspection was performed on the returned stent implant. The reported stent dislodgement was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. It was reported the 2.75 x 23mm rx xience skypoint stent delivery system was prepared for use prior to removing the protective sheath. It should be noted that the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use (IFU) states: prior to preparation of the device, remove the product mandrel and protective stent sheath by grasping the catheter just proximal to the stent (at the proximal balloon bond site), and with the other hand, grasp the stent protector and gently move distally. It is unknown if the IFU deviation directly caused or contributed to the reported event. A conclusive cause for the reported stent dislodgement could not be determined; however, stent dislodgement may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, and interaction with accessory devices. In this case, it is possible that the device may have interacted with the radial access site of the copilot, causing the observed material deformation, and ultimately contributing to the reported stent dislodgement; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
H6 - medical device problem code 2017 clarifier: incorrect prep manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery (rca). The 2.75 x 23mm rx xience skypoint drug eluting stent (des) was prepped prior to removing the protective sheath. The sds was advanced to the lesion for deployment; however, the stent was noted to be dislodged and located at the radial access site of the copilot. The des with the dislodged stent was simply removed and replaced with another xience des and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.